Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increasing capture threshold with intermittent loss of capture and noise were noted on the atrial lead. Change in threshold was noted in clinic in (B)(6) 2018. The noise was reproduced with isometrics testing. The lead was capped and replaced on (B)(6) 2018. The patient's condition was stable after the procedure.